Manufacturer narrative:
Upon re-review it was determined that this ftr#9801653 is a duplicate file previously submitted.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.